Event description:
It was reported that the rn reported on he (helium) loss alarm, some condensation, but no blood noted in the gas line. The clinical support specialist (css) spoke to the charge rn. The rn stated that the alarm occurred only once more. The css asked if the rn could fax the strips that printed with the alarm. When the strips were received by the css the alarm was unable to refill. The css verified no blood present in the gas line and "condensation" was minimal "like a fog" not obstructing gas flow and none that could be removed. The css asked the rn to check the condensation trap just to make sure it is emptied. The helium tank was verified intact, no leaks noted, the connector and tubing appears intact with no noted problems. The alarm has not recurred. The strips noted sloping of the bpw (balloon pressure waveform) and the css discussed possible resistance issues. The patient is thin, no noted insertion site issues. The css and rn discussed possible repositioning techniques. The css asked if there was a reason why they were utilizing operator mode. The rn stated that they got more augmentation when in operator mode. The css asked if they could fax two strips in 1:2, one at the current settings in operator and then one in autopilot mode. The css received the second strips at 1724est. The css called back to discuss the strips and at this time the charge rn reported that the rn caring for the patient is on a break. The charge rn will have the rn return the call as she can better answer the css questions. The rn reported the alarm has not reoccurred and the patient is stable. The css discussed with the rn that if the alarm occurs again to please call the css immediately and a leak test will be performed. At 1806 another rn contacted the css. The css asked the rn if the pump is still in autopilot and the rn stated "yes". The css asked the rn to read the current pressures to her in 1:2 because the strips sent back were back-to-back and didn't allow time for the pressure to truly change based on the adjustment. The pressures are currently sys 75/88 aug 98 dia 55/60 map 78/69. The css discussed with the rn that the strip in operator isn't better and in reality, the aug and sys pressures are the same, possibly due to whip on the a-line and the inflation appears early. The immediate strip in autopilot already looks better, but there had not yet been a real change in pressures. The current pressures are much better than those in operator mode. The rn agrees there is a large improvement in the waveform an pressures. The css also explained to both the charge rn and the other rn that when you utilize operator mode you loose wave timing capabilities and often other troubleshooting issues can resolve the problem without switching to operator. The css and rn discussed biphasic qrs's and the manual gain setting. They both understood. The css last spoke to the other rn at 1830 est and the alarm has not reoccurred, autopilot is in use and the rn states the waveform is much better. The css asked that she pass along to night shift that if the alarm or any other leak alarm occur again that they call the css directly immediately so we can do a leak test. The css also suggested they continue to monitor for blood in the gas line very closely. Additional information received on (B)(4) 2012, from the charge rn stated the patient received intra aortic balloon pump (iabp) therapy without complications. Sample will not be returned for evaluation.